Event description:
Customer reported via phone, the insulin pump was causing her blood glucose to go high and then lower. Customer's blood glucose was currently 400 mg/dl and rising. She is unaware what might be causing the issues. Troubleshooting was performed. Symptoms were excessive thirst. Blood glucose ranged between 47 mg/dl to 378 mg/dl based on reading which were stored on the device. The insulin pump alarmed threshold suspend multiple times and no delivery. Customer declined to perform high pressure test. Customer uses cold insulin and does not wait until it comes to room temperature. Drive support cap was reported normal. No other issues were noted during testing. Customer stated she was doing physical therapy, so she was advised to call doctor for further assistance to ensure settings were correct. The insulin pump is not returning.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.